Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 287 (mg/dl). Reportedly, customer ate and did not correct for it. Customer administered a bolus with the pump to treat bg level. System check with tandem technical support indicated pump was performing as intended. Customer reported that their bg levels were steadily declining and declined future follow-up.